Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm while the customer was at the beach. The customer's blood glucose level 231 mg/dl. Additionally, the pump declared an altitude alarm. The customer was able to clear the alarms and resume insulin delivery.